Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was completed after the patient was moved to another room. The philips remote service engineer (rse) confirmed with the customer that the system did not start up. The customer stated that the next day the system started up correctly. The rse inspected the logfile and some messages were observed. A philips field service engineer (fse) visited the site and confirmed that the system was working normally again. The fse also checked the logfile and noticed some messages. The fse was not able to determine the cause of why the system did not start up. Analysis of the log file confirmed that some messages were present, however; these are related to the need for generator or tube adaptation. No action has been taken by the fse, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.